Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, prior to a cerebase guide catheter gs 90, 90 cm, straight, distal (gs9090sd, 30998655) being used in a patient, leakage from the hub to the strain relief was noticed. The device was replaced with another cerebase. There were no issues with the replacement cerebase. No significant procedural delays were reported. There was no patient injury as the device was not clinically used. No additional information is available. A non-sterile cerebase gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the device was found to be fractured just next to the ID band. The entire length of the device was inspected under a microscope and no other damages were found in the device. The fracture was inspected, and it was observed that the braid mesh was exposed by the fracture, presumably due to kinking. The ptfe (inner lumen) was still intact.the catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The device was connected to a lab sample syringe and then was flushed. Water was coming out from the fracture found. The customer complaint regarding leakage from the hub to the strain relief was confirmed based on the result of the functional test. The fractured condition observed during the visual inspection suggests that inadequate manipulation may have contributed to the defect encountered. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to an inappropriate handling catheter during the device removal from the package. The instructions for use (IFU) include precaution to inspect the guide sheath upon removal from packaging to verify that it is undamaged. A conclusive cause cannot be determined since the device was returned without the original package. A review of manufacturing documentation associated with this lot 30998655 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 04-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the field, prior to a cerebase guide catheter gs 90, 90 cm, straight, distal (gs9090sd, 30998655) being used in a patient, leakage from the hub to the strain relief was noticed. The device was replaced with another cerebase. There were no issues with the replacement cerebase. No significant procedural delays were reported. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.